Event description:
Caller reported cgm error 42, and there was no adverse impact to the customer's blood glucose level. Cts provided detailed instructions for a pump reset, guiding the caller through the steps, and after performing the reset, the cgm error code did not appear again. The caller successfully started their sensor session.